Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had an event involving a bard catheter last week. The catheter was missing the balloon which resulted in the patient needs an additional cystoscopy to place another catheter. It involved material# 0196si18 and lot# ngfw3837. They have the defective catheter. They asked, do they need to send it back for further investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had an event involving a bard catheter last week. The catheter was missing the balloon which resulted in the patient needs an additional cystoscopy to place another catheter. It involved material # 0196si18 and lot # ngfw3837. They have the defective catheter. They asked, do they need to send it back for further investigation.